Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. Internal inspection observed the cable from the front enclosure to the monitor board was found to be misaligned to the monitor board connector. The cable was reseated to resolve the report.the device is less than three years old and the tamper proof label was missing. As a result of our investigation, its appears that the user facility attempted to service the device and misaligned the cable. We are assuming that this resulted in the reported event. Analysis of reports of this type has not identified an increase in trend.